Manufacturer narrative:
Continuation of medical devices: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type extension. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type extension. Product ID 3487a, lot# j0504374v, implanted: (B)(6) 2005, product type lead. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type extension. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type extension. Product ID 3487a, lot# j0504374v, implanted: (B)(6) 2005, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3708340, serial/lot #: (B)(4), ubd: 25-oct-2009, UDI#: (B)(4); product ID: 3708340, serial/lot #: (B)(4), ubd: 25-oct-2009, UDI#: (B)(4); product ID: 3487a, serial/lot #: (B)(4), ubd: 21-jan-2009. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported on (B)(6) 2005 that the patient was having difficulty with coupling. Additional information was received on (B)(6) 2018 from a consumer regarding the patient. It was reported that her device was removed because she had trouble charging it, she could never get it to charge right, and it was noted that she had to lay on a surface and put pressure on the device to get it to charge. The issues had occurred since implant on (B)(6) 2005. It was also reported that 6 months after the implant, the device went dead. Additional information was received on (B)(6) 2018 from a health care provider regarding the patient. It was reported that the implantable neurostimulator was replaced on (B)(6) 2011. It was noted that the battery was end-of-life. Impedances were checked during the replacement which showed faulty impedances on 6 of the 8 electrodes. The decision was made to change the extension. After removing the extension, impedances showed that 7 of the 8 contacts were within working order. The decision was made to proceed with placing an extension instead of revising the lead itself. Two extensions were used and tunneled back to the new implantable neurostimulator. The patient had her implantable neurostimulator reprogrammed. There were no further complications reported or anticipated.